Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. Their blood glucose level was not adversely affected. Customer support provided instructions for a pump reset, after which the caller reported the error did not reoccur, and they successfully started their sensor session.